Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges p pseudotumor, bone fracture , abduction muscle repair, dislocation with open reduction, infection requiring IV antibiotics and loosening of stem. After review of medical records for the MDR reportability, there is no revision provided. Pathology diagnosis reported of benign bone and soft tissue collection of histiocytes. It was also indicated that patient had a pinnacle implants on both side. However the patient legal attorney of records has confirmed with (B)(6) medical records office that their physical copies of plaintiff's left total hip replacement have been destroyed per their regular record keeping policies and practice. (B)(6) has a practice and policy of maintaining physical copies of medical records for only twenty (20) years. Plaintiff's left total hip replacement was performed twenty-two (22) years ago. The unknown cup, liner, head, and stem was added to impacted product due to alleges infection. Doi: (B)(6) 1996; dor: (B)(6) 2015 (left hip). Pateint is bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.